Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving intrathecal hydromorphone 5 mg/ml and bupivacaine 10 mg/ml at unknown dose via an implantable pump for spinal pain. It was reported that the hcp went to refill patient today and motor stall alert appeared. The hcp could not recall if error code was 529 but did confirm patient has had a magnetic resonance imaging (MRI) since implant. The hcp stated patient has had withdrawal symptoms on and off for the past month (increased pain, nausea, vomiting, diarrhea). The hcp stated patient recently came back from rehab where she forgot her personal therapy manager (ptm) so they thought that was the issue but since she has been back and giving herself boluses, that was not helping the problem. The hcp stated patient still stated something was wrong and had not had a dosage change. The hcp also stated she updated her software last night to version 2.0. Technical services confirmed with caller that alert on programmer was due to new software, but if something was not feeling right to patient, she should certainly seek medical attention.